Manufacturer narrative:
G4: 15apr2020. B4: 16apr2020. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13mar2020 b4: (B)(6)2020. The fse (field service engineer) evaluated the device and confirmed the reported problem. The service technician replaced the ac (alternative current) power cord and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06mar2020.

Event description:
The customer reported the ventilator was powering on and off. The device was being used for treatment when the reported event occurred; however, there was no patient harm.